Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400mg/dl. Customer was trying to change reservoir when she noticed the piston start going backwards instead of pushing up against the reservoir. Customer stated the drive support was sticking out completely. The customer was advised a replacement will be sent. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump was received with detached end cap. Unable to confirm motor anomaly, motor position encoder error alarm, e alarm or perform the self test, unexpected alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to end cap anomaly. Pump passed stop current test and run current test. Motor passed motor test. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker. Drive support disk was inspected and no anomaly was noted.